Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead fracture was thought to be a ring conductor fracture.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for varying/high pacing impedance, high rate non-sustained episodes, and sensing integrity counter (sic). A fracture of the rv lead was suspected. The rv lead therapies were programmed off and remains in use. No patient complications have been reported as a result of this event.